Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) confirmed that the device entered safety mode and explained that it serves as a protective backup mode with limited function. Ts recommended device replacement and return for analysis. No adverse patient effects were reported. This pacemaker remains in service. Additional information was provided that this device was explanted and replaced due to infection. The replacement procedure was succesfully performed. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) confirmed that the device entered safety mode and explained that it serves as a protective backup mode with limited function. Ts recommended device replacement and return for analysis. No adverse patient effects were reported. This pacemaker remains in service.